Event description:
The customer obtained a falsely high troponin I result on a patient sample. Elevated results of this magnitude might initiate a cardiac catheterization. The sample was reported and the result was negative. There was no report of patient harm as a result of this event.